Event description:
Info rec'd indicates the casters are not staying locked when in brake.

Manufacturer narrative:
The technician found the foot and head brake pedals were bent and the casters were not functioning. He replaced the brake pedals and the casters to repair the stretcher.